Manufacturer narrative:
Date sent: 2/24/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that the tips of the trocars were damaged when they were pulled from the package. The shaft of the trocars appear bent/cracked. The locking mechanism would not lock. They were not used.